Event description:
During review of the in-house database , it was observed that a partial programing occurred on (B)(6) 2006 which changed the settings to unintended parameters. As a result, the on time was changed from 21 sec to 60 sec, and the output current changed to 0 ma. The output current was corrected to 0.75 ma on the same visit, however the on time was not corrected until the following visit. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.